Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
It was reported by the prestataire that the patient was taken to the emergency room (ER) via emergency medical services (ems) with hyperglycemia on (B)(6), 2026. The patient was experiencing hyperglycemia with ketones when they were at school while wearing the pod on the upper outer quadrant of the buttock. The patient administered a correction; the units of rapid-acting insulin were not provided. Subsequently, the patient went to the infirmary where their bg was measured at 180 mg/dl, with ketones at 4 mmol/l and was vomiting. The patient's legal guardian (lg) picked the patient up and the patient's capillary glucose read "hi" (no specific units provided) and ketones at 4.4 mmol/l, with additional symptoms of abdominal pain and significant distress. The patient had anticipated and administered a correction with their rapid-acting insulin pen (no information on the amount given). The patient was then taken to the ER via ems. The prestataire also reported that the lg changed the patient's pod (this pod is reported under insulet reference number, (B)(6) and ansm reference number, r2617827) and administered a 4-unit correction bolus prior to the ER. Upon arrival at the ER, the patient was put on intravenous fluids for rehydration. Two hour later, the patient's bg was 568 mg/dl, with potassium at 4 mmol/l. The patient was discharged on the same day. No further information was provided. The continuous glucose monitoring (cgm) sensor was applied on the arm on (B)(6), 2026 and the patient was using novorapid insulin.